Manufacturer narrative:
(B)(4). As catalog # is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629 investigation is still in progress.

Event description:
Description of event according to the published article (bos a et al., 2015): there was one retrieval-related complication, in which a leg broke off during rigid forceps manipulation and migrated to the left pulmonary artery, requiring snare retrieval. "Figure 2. (A) a fluoroscopic image shows initial forceps retrieval of ivc filter. (B) a fluoroscopic image shows successful snare retrieval of filter leg from the left pulmonary artery." Patient outcome: a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter. As catalog number is unknown it could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: the evaluation is based on description of event and the imaging in the article. As stated in the article it is likely that the primary filter was fractured due to excessive manipulation of a bronchial forceps: "in which a leg broke off during rigid forceps manipulation and migrated to the left pulmonary artery,requiring snare retrieval". There is no evidence to suggest that the filter was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to the published article (bos a et al., 2015): there was one retrieval-related complication, in which a leg broke off during rigid forceps manipulation and migrated to the left pulmonary artery, requiring snare retrieval. "Figure 2. (A) a fluoroscopic image shows initial forceps retrieval of ivc filter. (B) a fluoroscopic image shows successful snare retrieval of filter leg from the left pulmonary artery." Patient outcome: a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.